Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, he expressed concern about being at work the entire day without a functioning sensor, emphasizing that he did not want to return to the hospital again. The patient shared that he had previously experienced a similar issue in the past (date not stated), during which he became severely hypoglycemic and passed out, describing his bg level as being ¿below 20.¿ it was not known if what the cgm was doing or reading at this time. Because the patient had lost consciousness during the earlier emergency event, the technician asked additional questions to understand the circumstances. The patient later mentioned that his cgm was also reading unspecified low (but it was not noted whether it was prior to/at the time of the event). This episode required emergency intervention where an ambulance transported him to the hospital. It was not stated who called the ambulance or what medications were provided by the ambulance personnel. The patient explained that, upon arrival at the hospital, he received a ¿sugar shot¿ (injection) along with IV fluids to stabilize his glucose levels. It was not specified if the patient was still wearing the sensor at the hospital or what was the cgm doing at the time. After receiving treatment, his glucose rose to 190 mg/dl. Despite the severity of the prior incident, the patient stated that he returned to work afterward because he was the only person available to operate the business. At the time of the report the patient was fine. Performance data was reviewed. On the event date documented in this record the log recorded valid egvs that were interspersed with brief sensor issues (noise) resulting in several no readings alerts which sounded at 100% audio volume. The brief sensor issues eventually resulted in a replace sensor alert when the sensor failed at 10:55 am. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, he expressed concern about being at work the entire day without a functioning sensor, emphasizing that he did not want to return to the hospital again. The patient shared that he had previously experienced a similar issue in the past (date not stated), during which he became severely hypoglycemic and passed out, describing his bg level as being ¿below 20.¿ it was not known if what the cgm was doing or reading at this time. Because the patient had lost consciousness during the earlier emergency event, the technician asked additional questions to understand the circumstances. The patient later mentioned that his cgm was also reading unspecified low ( but it was not noted whether it was prior to/at the time of the event). This episode required emergency intervention where an ambulance transported him to the hospital. It was not stated who called the ambulance or what medications were provided by the ambulance personnel. The patient explained that, upon arrival at the hospital, he received a ¿sugar shot¿ (injection) along with IV fluids to stabilize his glucose levels. It was not specified if the patient was still wearing the sensor at the hospital or what was the cgm doing at the time. After receiving treatment, his glucose rose to 190 mg/dl. Despite the severity of the prior incident, the patient stated that he returned to work afterward because he was the only person available to operate the business. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.